Event description:
On (B)(6) 2025, the user, a disabled adult, experienced a hyperglycemic event with blood glucose levels exceeding 400 mg/dl. The event occurred while the user was participating in a supervised program. After announcing a "more than usual" lunch while already at 383 mg/dl, the user's glucose continued to rise. A staff member called 911 due to elevated heart rate and persistent hyperglycemia. The user was transported to the hospital by ems, treated with insulin, and released the same day. The event was resolved with insulin injection.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs and cgm activity plot from (B)(6) 2025 confirmed that the ilet was operating as intended. Multiple alerts were appropriately triggered, including "high glucose" and "incomplete cartridge load." The user performed a supply change earlier in the day, and insulin delivery was recorded. The cgm data shows a steady rise in glucose levels following a meal announcement, with no evidence of device malfunction. Based on available data, the ilet functioned as designed, and the cause of the event is attributed to user-related factors, including meal timing and possible mismatch between carbohydrate intake and insulin delivery. Should additional information become available, a supplemental report shall be submitted.